Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements one day post-implant resulting in an automatic switch from bipolar to unipolar configuration, loss of capture, and low intrinsic amplitude. As the patient has an underlying rhythm there were no instances of asystole observed resulting from the loss of capture. The issue was first noticed upon receipt of a patient initiated interrogation via the remote monitoring system several weeks following implant as the physician elected not to perform a post-operative system check. Upon review in-clinic noise and oversensing were observed in addition to high pacing threshold measurements after switching back to bipolar configuration. While x-ray was found to be inconclusive an echocardiogram was also performed confirming a small perforation at the apex of the right ventricle. A revision procedure was performed at which time the helix required 33 turns of the fixation tool to retract the helix. Due to potential concerns with the lead due to the high turn count the physician elected to implant a new lead positioned on the septal wall. A second echocardiogram was performed and no additional adverse patient effects were observed.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems and did not identify any characteristics that would have caused or contributed to the observed perforation. Several implant technique and product design factors may contribute to helix extension/retraction difficulties, including: tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, kinks in the lead introducer sheath, under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts. In addition, the ingevity lead was designed with single filar inner and outer coils for improved flex fatigue and for better performance within an MRI environment, with multiple layers of insulation between the conductors for long-term reliability. This design, in conjunction with the contributing factors mentioned above, may impact the rate at which torque is transferred from the terminal pin to the helix mechanism. Approved instructions for use provide best practices to mitigate these potential contributing factors.